Event description:
As reported by the end user, during preparation for the procedure, the nurse was unable to de-bubble the fluid management system. As this occurred during the preparation, there was no contact with the patient and consequently, there was no harm to the patient. The procedure was completed with another new device.

Manufacturer narrative:
The used device has been received by the manufacturer. Upon completion of the investigation, a follow-up medwatch will be submitted.